Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the flow probe was unable to be confirmed. The centrimag flow probe (serial number: (B)(6)) was returned for analysis in unremarkable condition. The flow probe was connected to a test console monitor, motor, and console and functioned as intended throughout testing. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag flow probe (serial number: (B)(6)) and the flow probe was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a malfunction of the flow probe was suspected, and measurement was not performed due to malfunction. A repair was requested.